Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump had crack on the back and received a critical pump error when went to swimming. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. The device will not be returned for analysis.

Manufacturer narrative:
Retainer ring = black. Device received with the backlight dim, pump error 38 alarm during the rewind test, pump error 68 alarm, pump error 49 alarm and pump error 23 alarm after battery change, high sleep and active current measurement and pump error 75 alarm during the self test. The thus software was utilized and successful and found no critical pump errors to generate the open book in the insulin pump history or long trace. Device was cut open to perform visual inspection and found moisture damage electronic assembly, force sensor, motor, internal battery, 40 pin flexible printed circuit/lcd, battery tube, keypad flex tail and vibrator. No moisture damage on the keypad traces or dome switches during visual inspection. The original electrical board 2 was installed in a test electrical board 1, case, internal battery and motor. Powered the insulin pump on using the battery simulator and no pump error 38 alarm during the rewind test, pump error 68 alarm, pump error 49 alarm, pump error 23 alarm after battery change and pump error 75 alarm during the self test. However, the sleep and active current measurement remains high and the backlight remains dim. Perform brush cleaning with the isopropyl alcohol the moisture damage area on the electrical board 2 and reinstalled in a test electrical board 1, case, internal battery and motor. Powered the pump on using the battery simulator and the sleep and active current measurement remains high and the backlight remains dim. The original electrical board 1 was installed in a test electrical board 2, case, internal battery and motor. Powered the insulin pump on using the battery simulator and active current measurement are within specification and the backlight functioning properly. However, insulin pump received with pump error 38 alarm during the rewind test, pump error 68 alarm, pump error 49 alarm, pump error 23 alarm after battery change and pump error 75 alarm during the self test. Perform brush cleaning with the isopropyl alcohol the moisture damage area on the electrical board 1, 40 pin flexible printed circuit/lcd and reinstalled in a test electrical board 2, case, internal battery and motor. Powered the pump on using the battery simulator and pump error 38 alarm during the rewind test, pump error 68 alarm, pump error 49 alarm, pump error 23 alarm after battery change and pump error 75 alarm during the self test. In conclusion, insulin pump received with a high sleep current measurement and backlight dimming due to moisture damage on the electrical board 2. The insulin pump received with a high active current measurement, pump error 38 alarm during the rewind test, pump error 68 alarm, pump error 49 alarm, pump error 23 alarm after battery change and pump error 75 alarm during the self test due to moisture damage on the electrical board 1. The test p-cap locks properly in place in the reservoir compartment noted. No damage on the retainer during visual inspection. Device received with pillowing keypad overlay, cracked case corner of the belt clip rails near the battery compartment and cracked battery tube threads during visual inspection. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.